Manufacturer narrative:
There was no lot number provided with this complaint, therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. An evaluation suggests the most likely root cause to be insertion to the hub and the needle bending. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for defects and tested for functionality. All lots of needle tubing are tested for breakage per iso standards. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 12/9/15. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a hypodermic needle. The customer reports 3 needles broke in half during initial drawing up of medication. The needle was not bent prior to use and customer stated she did not notice the needle bending before it broke. After the break, half of the needle remained in the vial and the other half remained in the hub. The customer removed the needle piece in the vial with medical scissors. No patient involvement.